Manufacturer narrative:
The ipg was replaced; however, the implant was not returned for evaluation. Furthermore, stimulation settings are not available for assessment. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg has reached its end of service. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the ipg was explanted and replaced to resolve the issue.